Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Screw breakage occurred during axsos operation. According to 2.5 mm drill after pre-drill, then inserting the screw based on the procedure manual. However it got harder on the way and stopped moving. When further tightening by putting in force, it broke at the shaft of the screw. The broken screw end was remained in patient body.

Manufacturer narrative:
The reported event that cortex screw axsos 3 ti ø3.5mm / l28mm was alleged of 'breakage during surgery' could be confirmed. Based on investigation, the root cause was attributed to be user related. The failure was caused by to much torsinal force (known very hard bone). The device inspection revealed the following: only the broken top part of the screw was returned, the broken screwshaft remained in the patient. Very strong deformation / damages of the inner torx are visible. This clearly indicates that far too much mechanical force beyond its calculated capability had been applied during screw insertion. A close up (done by the microscope) of the broken surface shows the structures of a typical ductile overload breakage. Note it was mentioned ¿ inserting got harder on the way and stopped moving. When further tightening by putting in force ,it broke at the shaft of the screw.¿ this gives us a clear indication that the predrilling may have not been deep enough, also in mind that the bone construction was very hard. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Screw breakage occurred during axsos operation. According to 2.5 mm drill after pre-drill, then inserting the screw based on the procedure manual. However it got harder on the way and stopped moving. When further tightening by putting in force ,it broke at the shaft of the screw. The broken screw end was remained in patient body.